Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 600mg/dl, with large ketones, confusion, symptoms of dehydration, nausea, and abdominal pain, associated with an alleged battery life issue. Reportedly, the patient remained hospitalized at the time of the call and was treated with insulin via injection and intravenous fluids in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed low battery alarms appeared in the pump history and indicated the battery life was less than expected. The low battery issue occurred with three separate batteries out of at least two separate packs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not reveal any evidence of short battery life. On (B)(4) 2018 the pump reached zero units of insulin in the cartridge and alarmed for ¿empty cartridge¿ at 07:33 am. The user confirmed the ¿empty cartridge¿ alarm within one minute at 07:34 am. However, the user did not fill the cartridge or prime the pump to resume delivery. The pump continued to alarm for the pump not being primed (alarm 162) until 10:13 am. Due to the user not responding to the alarm, the pump continued to alarm until the voltage dropped during the warning that the pump was not primed. A battery life issue was not duplicated during investigation; the alleged issue was the result of user error.